Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate left hip neck. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: not returned to the manufacturer.

Event description:
It is reported that: patient regularly has aches and pains in the left hip, thigh, groin and leg. Patient has discomfort when turning on the left leg and feels the leg muscles are weakening. Patient had an MRI and blood test and reports elevated cobalt levels of 8.1. Patient was (B)(6) at the time of surgery. Patient maintains a moderate activity level.

Manufacturer narrative:
An event regarding revision due to pain involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It is reported that: patient regularly has aches and pains in the left hip, thigh, groin and leg. Patient has discomfort when turning on the left leg and feels the leg muscles are weakening. Patient had an MRI and blood test and reports elevated cobalt levels of 8.1. Patient was 65 at the time of surgery. Patient maintains a moderate activity level.